Event description:
Information was received regarding a (B)(6) cassette reservoir. It was reported that after changing the cassette, the pump alarmed "no disposable detected". The cassette was used on two other pumps, with the same alarm. Once cassette was changed, the pump did not alarm and incident was resolved. There was no patient, or clinician injury associated with this event.